Event description:
It was reported that during a daily check, the autopulse platform did not start compressions and displayed user advisory 2 (compression tracking error), user advisory 8 (motor controller fault detected) and user advisory 45 (not at "home" position after power-on/restart) messages. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll (B)(4) on (B)(6) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no damage to the platform. A review of the archive was performed and the reported complaint of the platform displaying user advisory (ua) 2 (compression tracking error), ua 8 (motor controller fault detected) and ua 45 (not at "home" position after power-on/restart) messages was confirmed. The archive data shows that ua 2, ua 8, ua 29 (loss of brake connectivity), ua 45 and ua 18 (max take-up revolutions exceeded) messages occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue of the platform displaying a ua 8 message was confirmed. During testing, ua 8 and ua 16 (timeout moving to take-up position) were exhibited. Further investigation found that the motor controller board was defective. In addition, the encoder shaft was observed to be resistive due to the clutch plate being worn out. The reported issues of ua 2 and ua 45 could not be reproduced during functional testing. Even though the ua 29 was observed in the archive data, it could not be reproduced during testing. However, the cable between the processor and the power distribution board was replaced as a precaution. The platform was then subjected to another run-in test with a 95% patient test fixture for several hours with no faults or errors observed. Based on the investigation, the parts identified for replacement are the processor to the power distribution board cable, the motor controller and the clutch plate. In summary, the reported complaint of the platform displaying ua 2, ua 8 and ua 45 messages was confirmed based on the archive review and only the ua 8 was reproduced during functional testing. The ua8 and ua16 faults observed during functional testing were found to be due to the defective motor controller board. However, the ua16 fault is not related to the reported complaint. A root cause could not be determined for the reported ua 2 message. However, per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. A root cause for the reported ua 45 message could not be determined. However, per the autopulse user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. In addition, the ua 29 was confirmed based on the archive review but could not be reproduced during functional testing. However, a root cause for the ua 29 could not be determined. The observed ua18 in the archive review is not related to the reported complaint. However, per the battery hangtag - advisory codes description and action (pn 12741-001), ua18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The observed sticky encoder shaft is unrelated to the reported complaint. Upon replacement of the processor to the power distribution board cable, the motor controller board and the clutch plate, the platform passed all testing criteria.

Manufacturer narrative:
On (B)(4) 2014, zoll (B)(4) sales representative confirmed the reported ua 2, 8, 45 from the archive data and also found a ua 29. The sales representative indicated that the platform operated normally. On (B)(4) 2014, zoll (B)(4) technical service (ts) also confirmed the same event. The platform also displayed ua29 during operation. In addition, ts identified an abnormal noise from the motor during take-up. Manufacturer has not received the product in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been performed.